Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis(ipp) due to cylinder erosion. The patient was experiencing pain. A patient outcome of fully recovered was reported.